Manufacturer narrative:
Edwards lifesciences has investigated the reported event. As previously reported, a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. During the procedure, a second sapien 3 ultra valve was used. Additional information received indicated during the deployment of the initial sapien 3 ultra valve the guidewire 'popped up' and became fastened in the skirt of the valve. When the wire could not be safely removed, the decision was made to withdrawal the valve, delivery system and sheath as a unit. A new valve was then prepared and successfully used for the procedure. No injury to the patient was reported. No malfunction of an edwards device was reported. Based on this information, this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. During the procedure, a second sapien 3 ultra valve was used. The reason for the second valve was not provided at the time of the report. The patient was doing fine after the procedure. The native annulus was reported to be 'a bit calcified, but not much of a concern'.